Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element,mr,ous 2.75 x 32 mm stent delivery system (sds) was returned for analysis in three pieces, due to who hypotube breaks. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube breaks and multiple hypotube kinks. The hypotube was broken at two sites; at 478 mm and at 635 mm distal to the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03mar2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly tortuous mid right coronary artery (rca). After predilation, a 2.75 x 32 mm promus element ¿ stent was advanced but failed to cross the lesion. The procedure was competed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.